Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they had an (unrelated) total hip replacement on november 27th and turned stim off for the surgery. Patient said they forgot to turn stim on until after they'd been home for a week because they were taking a lot of pain meds, and when they turned stim back on, patient said stim was not working like normally does. Patient clarified if they lay flat on the bed or sit in a chair, they could feel stim all the way down to their ankles. But now if they were laying or sitting and put their head forward or lean back, stim would shut off. Patient mentioned this had never happened before and said stimulation had always been pressure sensitive. Patient mentioned they had an appointment yesterday with their hcp for their normal injection and doctor said they might be able to see if something pulled loose while they did the injection, but then the doctor never said anything about it afterwards to the patient. Patient also mentioned they were going to meet with a rep after their appointment yesterday, but no one was there. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist reviewed role of representative and provided nas number for healthcare provider office to call to request a representative meet with patient to check settings and diagnostics if needed. Agent emailed field team in patient's area. Patient mentioned they would also see if their primary doctor would allow them to meet with a rep since they were closer. On 2024-feb-20 the rep reported they have attempted to reach the patient many times, but has been unable to get a hold of the patient at this time.